Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the issue occurred before starting the procedure and the planned procedure was performed on another device. The philips field service engineer (fse) went onsite and confirmed that not all geometrical movements could be controlled. The system logfiles were checked and troubleshooting found that the safeguard error in the bodyguard interface box (bib) which caused the issue with the geometrical movements. To make sure the ethercat cable is securely installed, the fse reconnected all the ethercat cable connections. After this repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura geometry movements were faulty. The device was in clinical use. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and reconnect all ethercat cables connection which resolved the issue. The device was returned to use in good working order.